Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/17/2024, it was reported by a sales representative via email that two ar-8991 fibertak dx shuttle sutures were cut after insertion, so the knotless mechanism was unable to convert. The anchors remained in the patient. The surgeon drilled tunnels and completed the surgery without using an implant. This was discovered during a mpfl procedure on (B)(6) 2024.

Event description:
Additional information received on 9/23/2024: the case was delayed between thirty to forty-five minutes without additional anesthesia. The anchors seated properly; however, the shuttle suture was severed upon insertion.

Manufacturer narrative:
Additional information g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.